Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18098.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen not available" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. During follow up with the key market, it was reported that the v60 ventilator had an "oxygen not available" alarm. The key market reported that the oxygen was blocked. The key market reported that the oxygen tubes were blocked, and that the input oxygen tubes were replaced to resolve the issue. The device was reported as normal.

Manufacturer narrative:
(B)(6).